Event description:
During inspection of the system, it displays a collimator iris pot error. The collimator calibration was performed, but the collimator error still displayed.

Manufacturer narrative:
The ge service rep removed and replaced the collimator. A collimator calibration was performed and the service rep was unable to duplicate the collimator iris errors. The beam alignment was verified. The system operations checks was performed. The system operates as intended. This MDR is related to ge healthcare complaint.